Event description:
In 2008, the pt was implanted with two gore tag thoracic endoprostheses. A proximal type 1 endoleak was observed and monitored. The following month, a cat scan identified a persistent proximal type 1 endoleak. On the event date, the pt was implanted with an additional gore tag thoracic endoprosthesis and a palmaz stent. During the procedure, the gore tag thoracic endoprosthesis deployed prior to desired position. Difficulty in the removal of the tri-lobe balloon catheter was noted. The endoleak was repaired and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note: additional devices implanted in 2008; tg3415/06152768 and tg3415/06067601. Device with deployment difficulty implanted two months later, tg3415/05915985.